Event description:
It was reported to philips that the system was unable to emit x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary procedure. The procedure was completed with a delay of less than 20 minutes because the system resumed normal operation after a few seconds. The philips remote service engineer (rse) analysed the system remotely after the customer informed that the system had been unable to produce x rays, although it began working again after a few minutes. A review of the system logfile found a foot pedal failure. Upon troubleshooting actions, the rse identified that a plastic bag had been wrapped too tightly around the wired foot pedal, causing the fluoro pedal to simultaneously activate the exposure pedal and thereby block x ray generation. The rse advised the customer not to fit the plastic cover so tightly and to replace it. The customer replaced the plastic cover. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.